Manufacturer narrative:
This report is submitted december 20, 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient experienced connection issues with the device that could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.